Event description:
Nurse manager reported that the drain was being removed 5 days post op and broke leaving 16 and 3/4 inches of the drain in the pt's abdomen. The pt was discharged same day in satisfactory condition.